Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-02. H6: investigation summary: three q-syte devices were received by our quality team for evaluation. One used with no packaging (unit #1), one seemingly unused inside opened packaging (unit #2), and one sealed inside packaging (unit #3). The product packaging of units #2 and #3 indicated that the units belonged to lot: 0058307. A gross visual inspection of the returned samples found that unit #1 had the septum caved in and no longer had the septum adhered to the body of the q-syte. No damage was observed on units #2 and #3. The units were tested for leakage in both the actuated and unactuated positions. Unit #1 leaked in the actuated position through one of the vent holes and also leaked in the unactuated position through the top disk slit and from the septum sides where it would normally be adhered to the body. Units #2 and #3 did not leak in either the actuated or unactuated positions. The non-leaking units were further inspected for column defects and none were identified. The reported defect of leakage and septum pushed in was verified for one unit. A device history record review found no non-conformances associated with this issue during production of this batch. Damage to the septum may occur at multiple stages throughout the manufacturing process or in the user environment. During manufacturing, slit quality, column tear checks and controlled functional leak tests are performed of the full assembly per the quality control plan. Septum cave in may occur during manufacturing due to incorrect septum orientation, damage to the top body of the q-syte or uneven disposition of the adhesive. Microscopic inspection was performed on the leaking q-syte unit#1. Adhesive residue was found uniformly distributed on the septum and q-syte body, indicating that the septum was likely correctly adhered to the q-syte body during manufacturing. The septum was removed from the q-syte body to further inspect it. Both the bottom and top disk slits were observed to be torn. Additionally, the top disk tear extended to the column which allowed leakage through the column and out of the vent hole. As the device has been opened and used for sometime before the damage was discovered, it cannot be determined with certainty whether the defects originated during manufacturing or use of the device. The root cause could not be determined with certainty as the defect can occur in manufacturing as well as during application. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd q-syte¿ luer access split-septum stand-alone devices experienced leakage, and device damage. The following information was provided by the initial reporter: in regular use of the item, a leak was observed and when the item was replaced it was discovered that there was a defect in the connection with the septum membrane.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd q-syte¿ luer access split-septum stand-alone devices experienced leakage, and device damage. The following information was provided by the initial reporter: in regular use of the item, a leak was observed and when the item was replaced it was discovered that there was a defect in the connection with the septum membrane.